Event description:
This rv lead was implanted on (B)(6) 2010 and was capped/abandoned on (B)(6) 2018 due to lead damage. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).